Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, when the doctor was squeezing the inflation bulb to inflate to balloon, it refused to inflate. The surgeon removed it and inflated the cavity and did the dissection manually. There was no patient injury.